Manufacturer narrative:
A review of the complaint history for sn (B)(6) was performed in salesforce which did not locate similar complaint(s) with the same failure mode for this serial number. A review of the device history record for sn (B)(6) was performed from the date of manufacture, 15-jul-2021 and confirmed that this device was not previously returned for servicing and there were no production failures which correlates to the customer reported issue. Upon investigation of the actual device used in this incident, it was determined that the drawer failed. A field service engineer confirmed that no failure was initially displayed. The fse ran the hta (hardware test application) and found no issues. The system was powered down, the bus cable was checked, and the retractor band was replaced. After testing in hta, pocket a-1 still would not get on the bus. The fse removed the pocket and launched the application, but the pocket continued to fail. The fse ran hta again, reinserted the pocket, and rebooted the device and confirmed that the drawer functioned as expected. The system functioned as intended after the field service engineer repaired the device.

Event description:
It was reported that when using the bd pyxis¿ medstation¿ es had a drawer failure. The customer stated that this malfunction occurred while dispensing the medication which caused a delay to the patient care. There were no adverse events or injuries reported based on this event.